Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The data acquisition (da) pcba was returned to the manufacturer for investigation: it was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the power led and pressure accuracy check failed. There was no patient involvement.